Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that dissection occurred. The target lesion was located in the right coronary artery. After the 3.00 x 48 synergy drug eluting stent was deployed at nominal pressure with no issues, a type b dissection was noted at the distal edge of the stent and the patient experienced slow flow. Another stent was deployed to cover the dissection flap. The patient fully recovered.